Event description:
It was reported via repair work order that the bed would not stop when zoom was engaged. The bed allegedly took off with a patient in it and would not stop; however, no adverse consequence or clinically relevant delay in treatment was reported and no malfunction found.